Event description:
The device was returned for service. During testing, failure code 810:11 was confimed in the event history. However, it can not be duplicated. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
The facility reported an infusion pump with a failure code 810:11 condition during patient use. Evaluation summary: the failure code 810:11, found in the event history, can not be duplicated. The baxter technician tested the device per procedure.